Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical low voltage hazard alarm was confirmed via the provided log file. The log file captured a low voltage hazard alarm on 31may2026 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both cables steadily decreased. The alarm resolved within a few seconds when power was restored to the system; the alarm also resolved before a ¿no external power¿ alarm became active. No other notable events were observed. The mpu (serial number (B)(6) was not returned for analysis. Available information for this event indicates that the alarms resolved. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use, section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the mpu, serial number 20705307, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for review. The log files captured low power hazard events on (B)(6) 2026 that were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption to the pump during the events. The device operated as expected. The loss of power was possibly from a power outage due to multiple thunderstorms; however, it could not be confirmed. No further alarms have occurred.